Event description:
An attorney reported a haptic broke off an intraocular lens (iol) and damaged the patient's eye. The patient was treated by a retina specialist, who sutured the eye and is waiting for it to heal. The event took place approximately a year ago. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).